Manufacturer narrative:
The customer's reported complaint description of ceramic tip was fractured and detached was confirmed. The reported high reflected power warning message could not be confirmed given the condition of the returned probe complaint sample (tip detached so no functional ablation testing performed). The applicator was received with the ceramic tip detached from the distal end of the shaft assembly. The ceramic ferrule and center conductor is completely detached. Approximately 4mm of the tip remained attached there are signs of a thermal event occurring. The cartridge was connected to the lab solero generator along with the pump connected to the pump tubing. The pump was started and primed using water to test coolant flow, flow was observed to function normally. Center conductor detached internal to semi rigid. There are no known manufacturing defects. This failure is the result of a thermal event, root cause of which could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) which is supplied to the user with the solero applicators contains the following statements: intended use/indications for use: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. Testing the device: prior to placing the device in the target tissue for ablation, place the tip of the device (including the black shaded zone of the shaft) in a container of sterile water or saline and activate the device at 100 watts for 10 seconds to ensure that the system is functional. Warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". Precautions: avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. Warning: when using percutaneously the tip of the antenna may be used to puncture the skin at the point of insertion. Use the minimum force necessary to achieve this and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Operational instructions: inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Do not use the solero generator if it has been dropped or damaged. Warning: after each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. Hardware unit review: the serial number of the hardware unit used during this event was not reported by the complainant. A review of the hardware case/service order history records cannot be performed. In addition, this customer account did not request a service order (complaint) for their hardware unit at the time of this probe event. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a 14cm solero applicator. The applicator was connected to the unit and tested with no reported issues occurring. The applicator was easily placed, and the ablation was started. During the procedure, a "high reflective power" message was received. The applicator was withdrawn at which time it was noted the tip had detached and was retained in the patient's liver. It was reported the patient was stable.